Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 150 mg/dl. Reportedly, the customer was able to reload current cartridge successfully, and had manual insulin injections available as alternate insulin therapy if needed. The customer reported that earlier in the day that their bg level was 260 mg/dl due to stress. The bg level would be addressed with a correction.